Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead capture threshold was not available and that an atrial lead position check failure occurred. It was also reported that the right ventricular (rv) lead capture threshold was not available due to high ventricular output. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.